Manufacturer narrative:
(B)(4). The starclose se device was reportedly deployed in a mildly calcified common femoral artery. The starclose se device instructions for use (IFU) states under the precautions section that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, the IFU states do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of a mildly calcified common femoral artery was attempted using a starclose se device. Reportedly, near completion of thumb advancer deployment and exchange sheath splitting the clip fell out from the delivery tubeset. Another vessel closure device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following information was received: although the clip reportedly came out from the device before depressing the clip deployment button, the clip deployment button was afterward depressed in case another clip might be present in the device for deployment. No additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported clip falling off the clip delivery tubeset near completion of thumb advancer deployment could not be confirmed as analysis of the device indicated the device was fully functional with completion of the thumb advancer and clip deployment. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The starclose se device was reportedly deployed in a mildly calcified common femoral artery. The starclose se device instructions for use (IFU) states under the precautions section that the safety and effectiveness of the starclose se vascular closure system have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, the IFU states do not deploy the clip in areas of calcified plaque.